Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator (eri). The physician suspected this device depleted prematurely. The device was discarded following the procedure and will not be returned for analysis. No adverse patient effects were reported.